Event description:
It was reported by the patient that the right ventricular (rv) lead was "not pacing her heart." The patient noted that they were not experiencing any symptoms at the time. Attempts for additional information were unsuccessful. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4592-45 lead implanted on 2006-(B)(6). (B)(4)